Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the check button on the infusion device does not function, and an e8 power interrupt error could not be cleared. No adverse event was reported. The alleged product was requested for evaluation.